Event description:
During a laparoscopic cholecystectomy procedure, the device was not forming proper clips. There was no pt consequence. The case was completed with another device of the same product code.